Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test failed because the vibrator did not vibrate when it was supposed to. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case and running the self test again, the vibrator still failed to vibrate. The vibration anomaly appears to be due to a problem with the electronics. The middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it did lock into place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on ok button. The customer stated that the insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.